Event description:
Customer reported visiting the emergency room due to a diabetes-related incident while using the insulin pump and supplies. Blood glucose level dropped to 37 mg/dl, but there was no injury or permanent damage. Customer administered a glucagon injection, received IV and saline fluids, which resolved the issue. Pump system was checked and found to be functioning correctly. Customer was released from the ER the following day.